Event description:
It was reported that foreign matter occurred before use with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "fm was in the package."

Manufacturer narrative:
H.6. Investigation: bd received a 20 gauge insyte autoguard blood control unit from lot 8278838 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed loose black specks on the clear film of the package and on the grip of the unit. The packaging was still sealed. A sample of the black specks was collected and sent for ftir testing. The testing determined that the specks were most likely polyethylene. The black specks were determined to most likely come from the plastic packages used in the packaging environment. The manufacturing facility has been notified of this incident and the findings. An alert was issued to the packaging department to raise awareness of this issue and the findings.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred before use with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "fm was in the package."